Event description:
The customer was hospitalized for low blood sugar levels. The customer had recently changed basal rates and since then has had erratic blood glucoses. Troubleshooting was done and there were no significant findings. The customer was instructed to consult with dr regarding basal rates.